Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was not reported. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor resistor; unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test alarm due to due to a33 alarm. The insulin pump had normal operating currents and a21 error test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip also; the insulin pump had peeling and damage address serial label.